Event description:
Philips received a report that the customer was performing the pallet exchange process and alleged that the pallet moved back on it's own without prompting the camera to continue with the procedure. There was no patient involvement during the event and no report of harm to the operator.

Manufacturer narrative:
This report is being filed as a result of a retrospective review of philips healthcare complaints back to (B)(4) 2007. The field service engineer (fse) arrived at the site and retrieved the log files from multiple days (9 days). The log files reviewed did not reflect any error or malfunction. The pallet change pre program motion guides the pallet exchange process. When selected, the pallet moved about 5 inches toward the gantry, and then the technologist is prompted to change the pallet. This is consistent with the feedback description. Only when "continue" is pressed will the pallet holder move back to the fully retracted position (at full speed) in order to scan the pallet magnets to determine pallet type. The fse was unable to reproduce the reported event and found no indication of a malfunction of the system. (B)(4).